Event description:
On the pt's arrival to recovery, the foley urine meter was noted with 30 cc in it. It was noted to be leaking from the side of the meter. There was no defect visible and the bag was changed out.